Manufacturer narrative:
The pump was returned to animas for evaluation. The ok keypad buttons was intermittently responsive during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the ok button stopped responding to button presses. It was reported there is no physical damage to the keypad and no exposure to moisture.